Event description:
It was reported that the tip of insertor broke off.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned gii articular inserter/extract indicated that the tip of the device fractured at the location of the hook feature on the handle. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceed the strength of the material. The fractured portion was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.